Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Please see svn (B)(4) with MDR number 3004209178-2016-92669 on the insulin pump.

Event description:
The customer called in to report several no delivery alarms and motor error alarms. Customer changed the site multiple times. The customer's blood glucose level was 500 mg/dl. The alarms were resolved by a complete set change. The customer was unable to troubleshoot. The customer sets and reservoirs were replaced and returned for analysis.